Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during replacement of another manufacturer's device, this right ventricular (rv) lead was noted to be stuck in the device header. Excessive force was used to remove the lead. After the lead was removed from the header, the distal shocking coil was noted to have sustained damage and out of range pacing impedance measurements greater than 2,000 ohms were observed. The lead was surgically abandoned and replaced. No adverse patient effects were reported.